Event description:
The pacemaker dependent patient presented for an elective upgrade to an implantable cardioverter defibrillator. Before the replacement procedure, the pulse generator exhibited normal function. The physician used cautery in the pocket area, after which the device exhibited no paced rhythm. After a period of time, pacing resumed. It was suspected that cautery was too close to the device, causing pacing inhibition. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.